Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following insertion of a farawave catheter into the faradrive sheath, the sheath was aspirated. Upon the aspiration of the sheath, continuous air ingress was visualized in the aspiration syringe. The physician believed that the hemostatic valve was not airtight with the catheter inserted, contributing to the reported event. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following insertion of a farawave catheter into the faradrive sheath, the sheath was aspirated. Upon the aspiration of the sheath, continuous air ingress was visualized in the aspiration syringe. The physician believed that the hemostatic valve was not airtight with the catheter inserted, contributing to the reported event. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific post market laboratory.

Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. A tear by the center slit of the internal hemostatic valve was found. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. Internal hemostatic valve deformation was also noted and was due to prolonged dilator insertion during transportation or device storage.